Event description:
It was reported that the patient had missed a refill and subsequently the pump went empty. The pump had been dry for approximately three months. It was not provided what medication this device system delivered. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).